Event description:
The customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis (dka) and was treated with IV fluids. The customer was discharged from the hospital on (B)(6) 2013.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital for dka. No lot qualification records were reviewed, as the product lot number was not provided.